Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformities were identified. Component code: g07002 device not returned. To date it has been reported that the device will not be returned. If the device or further details are received as a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the patient have a wound dehiscence? What tissue dehisced? How was the dehiscence managed? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What instruments were used in this procedure to handle the suture? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the suture break post-op? Was any re-suturing required? Please describe the appearance of the suture during the second procedure, if applicable. Were there any precipitating stress factors for the sutures breakage or pulling out of the tissue? Was the motherwort injection into the muscle and/or intravenous drip of oxytocin given as treatment for the issue with the episiotomy? What was the source and triggering event of bleeding? What was the volume of blood loss? How was the bleeding treated? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Were there any patient considerations/patient behavioral factors that may have contributed to this event? Did the patient follow post-op instructions provided by the surgeon? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a vaginal delivery on (B)(6) 2022 and suture was used to sew the lateral episiotomy site. After the surgery, the doctor checked that the patient's cervix and vaginal wall were free of rupture. On the third day after the surgery , the patient's perineal wound healed well and was discharged. On the 11th day after surgery, reexamination found that there was no blood stain in the vulva, about 50g of blood clot was attached to the vulva, vaginal orifice was loose, about 3cm of fissure was visible at the lateral episiotomy and broken thread head was visible. There was active bleeding, the vagina was smooth, a little blood accumulation was seen inside, the uterine orifice was not blocked by tissue, and a little dark red blood flowed out. Physical examination: t36.7, p82 times/min, r22 times/min, bp123/79mmhg. The surgeon considered poor healing of perineal incision. The patient had wound secretion. The doctor immediately injected 2ml of motherwort injection into the muscle once a day, and intravenous drip of oxytocin 20u+5% gs500ml to strengthen uterine contraction and reduce bleeding. On the 16th day after surgery , there was still a little pain in the perineal wound. Physical examination: the vital signs were normal, no abnormality was found in the heart and lungs, the perineal wound was well aligned, and there was no bleeding or exudation. The recovery of the patient was good, and the patient was discharged after being cured on the 17th day after the surgery. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/17/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a followup report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure unk. On what tissue was the suture used? Perineum and skin. What was the tissue condition (normal, thin, calcified, fragile, diseased)?unk. Did the patient have a wound dehiscence?yes what tissue dehisced? Perineum and skin. How was the dehiscence managed?the patient was given intramuscular injection of leonurus injection 2 ml, once a day, intravenous drip of miocin 20u + 5% gs 500 ml how was the suture placed (interrupted or continuous)? Continuous how was the suture originally tied (multiple knots, square knot, etc.)?unk. What instruments were used in this procedure to handle the suture?needle holder please describe any medical/surgical intervention required for this suture event including dates and results. The patient was given intramuscular injection of leonurus injection 2 ml, once a day, intravenous drip of miocin 20u + 5% gs 500 ml 11 days after the initial op. Now the patient is good. Did the suture break postop?yes. Was any resuturing required?no. Please describe the appearance of the suture during the second procedure, if applicable. The suture was broken. Were there any precipitating stress factors for the sutures breakage or pulling out of the tissue?unk. Was the motherwort injection into the muscle and/or intravenous drip of oxytocin given as treatment for the issue with the episiotomy?yes. What was the source and triggering event of bleeding?the tissue dehisced what was the volume of blood loss?about 50ml how was the bleeding treated?unk. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any reoperation?unk. Were there any patient considerations/patient behavioral factors that may have contributed to this event?unk. Did the patient follow postop instructions provided by the surgeon?unk. Other relevant patient history/concomitant medications? Unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event?unk. What is the patient's current status?good.